Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, incorrect axis marking of the iol was detected postoperatively. The axis marking is displaced by approx. 30 degrees to the haptic legs. Cylinder effect not at desired position. Additional information received and stated that the per the surgeons opinion product defect/batch defect was the cause of the event. Provisional diagnosis mentioned as suspicion of axis rotation. The patent issue was resolved or rather the axis marking was correct, not at the height of the haptics. The patient was not hospitalized.

Event description:
Additional information received and stated that the iol still implanted and was not rotated.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Photo provided shows a magnified image of an implanted iol. The axis marks appear to be in the incorrect location on the optic. One image was submitted and reviewed. The image is of a dilated pupil showing the iol with toric markers highlighted relative to the haptic junctions. The initial report provided that, ¿the axis marking is displaced by approx. 30 degrees to the haptic lugs.¿ misalignment of the toric iol axis results in reduction of the cylinder power along the desired meridian. The new residual cylinder may be estimated by the formula r = /2c sin t/, where c is the cylinder power of the toric lens and t is the degree of misalignment. One degree of misalignment results in a loss of approximately 3% of the effective cylinder power, where a misalignment of 30° would roughly negate the intended toric effect. The actual clinical outcome can vary based on lens calculation measurement accuracy, final rotational position of the iol and other clinical factors. In standard procedures where toric misalignment has occurred, online calculators are available for surgeon use for making optimal toric lens rotational adjustment based on residual refractive error. The product did not meet specifications. Based on our observations of the attached photo, the axis marking is displaced by approx. 30 degrees to the haptic lugs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
FDA product problems code has been corrected from 2616 to 2911. The manufacturer internal reference number is: (B)(4).